Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "regarding PICC insertion kits that recently have transitioned to newer style kits with a different extension set with the wire extending through the port. The new style t-port has a more concave style in which the wire feeds through.   Air entered the catheter at the t-port into the PICC and pulled back air as they retracted the t-port syringe. The PICC was immediately removed or clamped and managed without patient harm."